Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). Between 1:30 - 2:00 p.m., a sample from this patient was tested using the meter, resulting with a value of 6.9 inr. The patient went to the hospital for re-testing due to the high result. At 3 p.m., a sample from the patient was tested using a professional meter, resulting with a value of 4.9 inr. The patient stated that the professional meter may have been a meter manufactured by roche, but could not confirm this. The patient's coumadin medication was held that evening. While at the hospital, the patient was assessed for symptoms of bleeding from a catheter. No medical treatment was received. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the complained meter result. The patient's current condition is stable with no symptoms. The patient's therapeutic range is 2.0 - 3.0 inr. The patient stated that his testing frequency was once every one to 4 weeks. The patient is anemic, with a hemoglobin result of 9.7 (no units provided). The patient's hemoglobin is within the required range for use of the meter. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient had no changes in coumadin medication prior to the event. The patient has not had any changes in medication, no illnesses, and no dietary changes. The patient's product has been requested for investigation and replacement product was sent to the patient. The corresponding retention material complies up to inr 4.5 with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.